Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument had a frayed cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm mega suturecut needle driver instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed visually and it did not have physical damage on cables. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.